Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported no suction during phacoemulsification. Additional information was received reporting the patient experienced a mild corneal burn. Three sutures were required to close the wound. The system and phacoemulsification handpiece were switched out to complete the case.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon, reporting the patient is currently three weeks post-op and is demonstrating corneal thinning (approximately 50%) located approximately 1 mm from the limbus. The overlying epithelium is intact. The surgeon suspects the phaco handpiece overheated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided from the customer indicating the patient is doing well.

Manufacturer narrative:
Additional information provided. The customer reported there was no suction during phacoemulsification. The patient experienced a mild corneal burn. Three sutures were required to close the wound. The system and phacoemulsification handpiece were switched out to complete the case. Additional information was received from the surgeon noting the patient is currently three weeks post-op and is demonstrating corneal thinning (approximately 50%) located approximately 1 mm from the limbus. The overlying epithelium is intact. The surgeon suspects the phaco handpiece overheated. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The company service representative examined the system and was unable to duplicate the problem reported. The vacuum flow rates worked as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned sample noted no visual nonconformities. The returned phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. In addition, the temperature of the phaco handpiece shell was within specification. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The returned handpiece was found to function as intended and exhibited no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: 2019-20754